Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for capacitor charge time out was observed. It was recommended to bring the patient to clinic to perform capacitor maintenance. Device was explanted and a new device was implanted. Patient was stable post procedure.